Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other complaints reported from this lot. Based on the information provided, the reported difficult leaflet grasping is the result of patient anatomy. The tissue damage is the result of the grasping attempts. Tissue damage is listed in the instructions for use as a known possible complication associated with mitraclip procedures. There is no indication of a product issue with respect to manufacture, design, or labeling.

Manufacturer narrative:
The clip remains in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report tissue damage. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 3-4. Prior to the procedure, it was noted that the patient had an a2/a3 prolapse. An nt clip delivery system (cds) was inserted and grasping was performed. Three different grasps were attempted, but mr was difficult to reduce. It was noted that after the third grasp, the leaflet tissue was becoming more vulnerable. The physician believed that due to the multiple grasping, tissue damage occurred on the leaflets. A fourth grasp was then performed, and successfully reduced mr. To further reduce mr, a second clip was successfully implanted without issues, reducing mr to a grade of 1. There was no clinically significant delay in the procedure. No additional information was provided.